Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's reported via phone call that patient had high and low blood glucose but not hospitalized. The customer's mother mentioned that patient had low blood glucose this past weekend and he was 117 mg/dl twice. The customer's mother said that last week patient got down to 39 mg/dl. The customer's stated that patient ate something and got his blood glucose back up to 80 mg/dl. The customer's mother stated that she is unsure as to why high and lows are occuring. The customer's mother was offered to transfer to helpline but declined.